Manufacturer narrative:
Additional info in section b5 describe event or problem and h6 device codes. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke and was seen for an emergent follow-up. The patient was admitted to an external medical facility due to dizziness, and a magnetic resonance imaging (MRI) scan revealed hemorrhagic brain lesions. A biopsy was performed to investigate a potential cancer diagnosis, as the provider was unaware of a recent ablation. The patient is expected to make a full recovery and was discharged. Additionally, the activated clotting time during the pulsed field ablation (pfa) procedure was not available. The irrigation flow rate was maintained using a pressure bag. The lot number for the farawave pulsed field ablation catheter is not available as it was disposed of. It was further reported, that the pulsed field ablation procedure was performed in (B)(6) and was third time redo-ablation. Ablation was performed on the anterior mitral , superior vena cava, left atrium floor, posterior wall, and cavotricuspid isthmus.

Event description:
It was reported that the patient experienced a stroke and was seen for an emergent follow-up. The patient was admitted to an external medical facility due to dizziness, and a magnetic resonance imaging (MRI) scan revealed hemorrhagic brain lesions. A biopsy was performed to investigate a potential cancer diagnosis, as the provider was unaware of a recent ablation. The patient is expected to make a full recovery and was discharged. Additionally, the activated clotting time during the pulsed field ablation (pfa) procedure was not available. The irrigation flow rate was maintained using a pressure bag. The lot number for the farawave pulsed field ablation catheter is not available as it was disposed of.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.